Event description:
Contact in foreign country reports that l4-5 instrumentation was done with peek I/f cage for spinal canal stenosis in 2009. During surgery, the cage was broken when the doctor moved the cage in intervertebral space and tried to push the cage inside. The broken cage was removed from the pt's body and another cage was used to complete the surgery. There is a possibility that the part of the cage still remained in the pt's body.

Manufacturer narrative:
Device has not yet been returned for evaluation. Based on the description of the event it appears that the user applied atypical force during insertion. This type of event is not unanticipated and the instruction for use (IFU) supplied with the device warns against the use of atypical force. If the device is returned and an evaluation concluded something other than what is stated above a follow up report will be filed.